Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the displacement. The insulin pump was received with broken battery tube threads and cracked case display window corner noted.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl, 80 mg/dl. The customer also reported that the insulin pump had crack on the screen and along the battery compartment. The customer declined troubleshoot for low blood glucose. The insulin pump was returned for analysis.